Event description:
Caller reported a malfunction on the pump, identified with malfunction code 0, and confirmed no notable events occurred prior to the incident. There was no adverse impact to the customer¿s blood glucose level. Customer will use mdi as a backup therapy to ensure insulin delivery is not interrupted, and a new replacement pump was sent by cts. Customer was instructed on storage mode procedures and to return the problematic pump within 10 days using the prepaid label.